Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting lower. The sample was repeated on the original instrument following troubleshooting and the result matched that of the alternate instrument. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the integrated multisensor technology (imt) sensor and standard a bag solution, ran quality controls and a diluent check, which were both in range. The sample in question was then repeated on the instrument, resulting as expected. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all imt tubing and conditioned the x tubing. A system check was run and passed successfully. The cse also replaced the v-lyte sensor, ran quality controls and a diluent check, which were both in range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.